Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient vision was 20/25 with autorefraction +1.00 -0.75 x 167, at 2 weeks post op uncorrected vision decreased to 20/80 with manifest refraction +1.25 -3.00 x15 with corrected vision 20/15. The planned axis of iol was 103degrees. At 2 weeks the iol was found to have rotated to axis 180. Additional information has been requested.